Event description:
The manufacturer representative reports the patient was experiencing poor pain relief with the pump. An x-ray and dye study revealed the system was fine. An MRI revealed progression of spinal stenosis which is what they believe is causing the increased pain. The drug used in the pump is morphine.